Event description:
It was reported that an infusor had no flow during priming. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: three companion samples were returned for evaluation. The samples were visually inspected and functionally tested. Flow was observed during the functional test and no nonconformances were identified on any of the returned samples. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.